Manufacturer narrative:
Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. However, photos were provided by the physician and the device has being coiled inside a transparent biohazard bag. There is a complete circumferential tear in the balloon at a location close to the position of the proximal markerband. The section of the balloon distal to the break has separated entirely from the catheter but remains bonded to the single lumen extrusion at the distal bond site. There is also a section of the single lumen extrusion in the bag, which has detached from both the proximal bond site with the catheter and the section of single lumen extrusion still attached to the balloon. It shows signs of stretching and appears to have elongated. Both segments of the balloon are heavily stained with dried blood. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-mar-2016. An xxl balloon dilatation catheter was advanced for dilation. Upon the initial inflation, the balloon ruptured at 5 atmospheres after a duration of roughly 2-3 minutes. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed complete circumferential balloon tear.